Event description:
Patient reported he has been experiencing uti's while using men's liberty during the day. He stated he wears diapers and a pad at night. He stated he just got out of the hospital for uti and is currently taking antibiotics while still using men's liberty. Nurse advised he stop use of men's liberty until he is cleared of infection and gave tips for using men's liberty at night to manage incontinence. He stated he has heavier incontinence at night and will consider using men's liberty at night.

Manufacturer narrative:
Hospital notes confirming the hospitalization were never received. Doctor's notes listing medical history were also not received. Will update the report if they are received. Manufacturing batch records were reviewed, and there were no discrepancies noted. There were no nonconformances associated with this lot. Three product retains from this lot were tested with water. No drainage issues or back up was noted. There is no confirmed history of infection related to our product. We are unable to confirm if the infection was caused by our device as patient stated he was also using diapers and pads with our device. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.